Manufacturer narrative:
Follow-up # 1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings:a review of the pumps black box data revealed multiple pump reboots. During the investigation the intermittent power issue was unable to be duplicated. During a visual inspection of the pump, no damage was found to the battery compartment. No battery cap was returned with the pump. A test battery cap was used to complete the investigation. Test battery cap unscrewed half a turn with no power loss occurring. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no intermittent conditions, evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (b)(6 015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.